Event description:
The facility representative reported a flo-gard infusion pump with broken doors. This condition was found during programming/setup of the device, but it was not reported in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with broken doors was confirmed and duplicated by baxter service personnel. The root cause of the condition was determined to be a broken latch on pump 1 and missing door assembly on pump 2 due to mishandling. On pump 1, the door head, door latch, door bumpers, and occlusion detector stops were replaced, and on pump 2 the door assembly and pump head cover were replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. (B)(4). Baxter will continue to collect product complaints and monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.